Manufacturer narrative:
(B)(4)

Event description:
Patient developed (B)(6) endocarditis and myocardial abscess after crab bite to the hand. Patient presented to the ER after experiencing chills, rigors, and malaise. The patient was hospitalized and received antibiotics. The system was explanted with no immediate complications. Patient reports feeling much better after explant. Patient was in stable condition during and post procedure.